Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the g5 transmitter would not pair with the g5 application or receiver. Patient's mother stated that she tried using another sensor and was still unsuccessful. No additional patient or event information is available.